Manufacturer narrative:
(B)(4).

Event description:
A patient reported on 2016-02-17 that they had a loss of stimulation. Their implantable neurostimulator (ins) had depleted in (B)(6) 2015, and they intended to have the ins taken out. They had been scheduled to have the ins removed on (B)(6) 2016, but they had to cancel for personal reasons. The indication for use was complex regional pain syndrome type 1. Follow up efforts were initiated to determine contributing circumstances, and the event will be updated if additional information is received.